Manufacturer narrative:
H4: the lot was manufactured between october 16, 2023 ¿ october 17, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. After approximately 48 hours of therapy time, it was observed that the pump had not emptied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.